Event description:
Pt underwent circumcision - mogen procedure. Approx .25 - .5 cm was noted to have been removed. Bleeding controlled. Pt seen by urology - pt is stable. Transferred to another hosp for consultation and treatment by urologist.